Event description:
The affiliate reported a customer with hydrogen peroxide contact. The customer "over cracked" the biological indicator and received the contact. The customer reported that the contact site turned white for a few hours. The customer denied the discomfort at the contact side. The customer did not see a doctor or require treatment for the contact.